Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The front left wheel and back right wheel fell off. The casters were not broken, but the thread on the inside was stripped.